Event description:
Allegedly, patient was revised due to adverse soft tissue reaction to particulate debris revision njr number: (B)(4), side:r, primary asa: p1 - fit and healthy. The following implants are not mpo: partid: duraloc option cup hydroxyapatite 58mm, lot#2302042, qty:1; partid: duraloc option alumina ceramic liners 32/58 or 60, lot#2997376, qty:1.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.